Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing clonidine, bupivacaine, and morphine (doses and concentrations unknown). The indications for use were unknown. It was reported that the patient was intermittently unresponsive, and was too sleepy or too lethargic. The symptoms began on (B)(6) 2017. The patient was to undergo magnetic resonance imaging (MRI) of the head, and the pump was to be checked for issues following the MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study. The patient was receiving morphine (24.0 mg/ml at 1.156 mg/day), bupivacaine (15.0 mg/ml at 0.722 mg/day), and clonidine (250.0 mcg/ml at 12.04 mcg/day). The patient had their pump replaced on (B)(6) 2017. The initial pump and catheter were of a different manufacturer. The pump was replaced, but from what the hcp could tell, the surgeon left the spinal segment of the old catheter in, and just spliced on a new pump segment. The patient was kept over in-patient after the surgery. An examination was performed on (B)(6) 2017, and the patient had a headache and some dizziness. The hcp also reported that the patient subsequently became lethargic and intermittently unresponsive. The medication dose was changed on (B)(6) 2017 to the minimum rate: morphine was decreased to 0.157 mg/day, bupivacaine was decreased to 0.098 mg/day, and clonidine was decreased to 1.63 mcg/day. On (B)(6) 2017, the patient had a chest x-ray and head CT; there were no significant findings. On (B)(6) 2017, the patient¿s therapy was suspended. It was the hcp¿s understanding that as of (B)(6) 2017, the patient was in the intensive care unit (ICU) at a local hospital. The event resulted in in-patient or prolonged hospitalization. The clinical diagnosis was possible medication side effects. The event was possibly related to the device/therapy (the intrathecal medication). The event was unlikely related to the implant procedure. It was noted that the drug action that caused the event was: the pump was replaced and a priming bolus was given. The outcome of the event was ongoing.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's pump was replaced on (B)(6) 2017 and the new pump medication was started at a low rate and was further turned down to minimum rate on (B)(6) 2017 after the patient experienced dizziness, headache, sleepiness. The clinical diagnosis was noted as malignant hypertension secondary to rebound hypertension from clonidine. The next morning the patient awoke with severe vomiting, headache, possible aspiration and severely elevated blood pressure. It was also noted the patient had acute encephalopathy, bilious vomiting with nausea, coffee ground emesis; systolic blood pressure greater than 200 due to multiple medications. The patient was administered oral and IV blood pressure medication, transferred to the neuro intensive care unit (ICU) at the hospital, and was started on a cardene IV on (B)(6) 2017. A CT scan without contrast was performed on (B)(6) 2017 and the abdominal CT results were enteritis versus a small bowel obstruction. The head CT was negative for acute abnormality. X-rays were also performed this day and the chest x-ray showed no acute cardiopulmonary process with the venous doppler of the legs being negative. The next day the patient was examined and the patient still had nausea and vomiting, coffee ground emesis, fluctuating mental status and intermittent anisocoria. The patient was administered medication for the nausea and vomiting and the patient was intubated with a ng tube placed. A brain MRI without contrast was performed on (B)(6) 2017 and was negative for acute abnormality. It was thought the gi symptoms were related malignant hypertension. On (B)(6) 2017 a clonidine patch was started along with other oral blood pressure medications and protonix. Three days later a push pull was performed to change pump medication to morphine sulfate only. The patient's condition improved and the patient was discharged to rehabilitation on (B)(6) 2017 with normal mood and affect, nausea and vomiting resolved and blood pressure of 149/74. It was noted the patient's blood pressure remains labile but the malignant hypertension and encephalopathy are resolved. It was indicated the event was possibly related to the device or therapy, possibly related to the implant procedure and possibly related to the drug s morphine, bupivacaine, clonidine with a drug action of decreased dose. The event resulted in a life threatening illness or injury and required in-patient/prolonged hospitalization. The event resolved without sequelae on (B)(6) 2017.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8870, serial # unknown, product type: software. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the doctor's nurse indicated that the manufacturer of the patient's prior pump was codman (unknown model number). It was noted that 11 ml of medication (24 mg/ml morphine, 15 mg/ml bupivacaine, and 250 ug/ml clonidine) was transferred from the codman pump to the new pump during implant on (B)(6). There was no information regarding any medical history or concomitant medications that may have been related to the patient symptoms after implant. The nurse confirmed that a bolus was performed to fill the internal pump tubing during implant, but there was no mention of whether the catheter was primed or aspirated. It was noted that part of the patient's existing catheter was used and part of the catheter was new at the time of implant. It was unknown if there were pump logs available from the date of implant, and the patient's weight at the time of the event was unknown. At the time o f this report, the pump that was implanted on (B)(6) remained implanted. Another reporter from the research department was to try and identify the programmer used during the implant procedure and call back if she was able to provide the programmer serial number, software card serial number and software card version.

Manufacturer narrative:
Other applicable components are: product ID 8870aau01 serial# (B)(4) product type software product ID 8840 serial# (B)(4) product type programmer, physician product ID 8840 serial# (B)(4) product type programmer, physician product ID 8870aau01 serial# (B)(4) product type software. If information is provided in the future, a supplemental report will be issued.

Event description:
A company representative provided the serial number information for the two 8840s (clinician programmers) that could have been used in this event. The first 8840 was most likely used because it could print logs, the serial number for this 8840 was (B)(4). The corresponding software card serial number was (B)(4). The secondary programmer's serial number was (B)(4) and the corresponding software card was (B)(4). Both programmers were updated to the new version of the software card prior to 2(B)(6)017. It was further clarified that with regards to the previous statement indicating that "there was no mention of whether the catheter was primed or aspirated" this was a response from the nurse in regards to the patient's medical records when the nurse was asked if a full system prime was performed and also if the catheter was aspirated.